Event description:
The patient has a history of urinary urgency and frequency which was refractory to medical management. The patient has done well with the interstim device in the past and has had revisions. She presented to the physician's office with a nonfunctioning device (no sensation or motor response despite altering programs and amplitudes). The generator had decreased battery life as noted in testing and due to this malfunction, the patient was taken to surgery for revision.======================manufacturer response for stimulator nerve ipg interstim ii, medtronic interstim ii (per site reporter).======================representative is aware.